Event description:
It was reported that while using bd facsduet¿ sample prep there was spray of fluid under pressure. The following information was provided by the initial reporter that there was spray of fluid under pressure. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid? Yes. Spray of saline from connector. What was the fluid that leaked? Non biohazard. Did biohazard leak before or after waste line? Was the waste mixed with decontamination/bleach? Was the customer/bd personnel physically in contact with the fluid? Physical contact includes: clothing, skin, mucous membrane, inhalation, and non-intact skin.: no.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd facsduet¿ sample prep there was spray of fluid under pressure. The following information was provided by the initial reporter that there was spray of fluid under pressure. Was the leak liquid or air? (If liquid/both, go to question #2. If air, no further questions required.): liquid. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.): not contained. Was there spray of liquid? (If yes, describe the liquid that sprayed then go to question #7. If no, type "no" in the text box then go to question #4): yes. Spray of saline from connector. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard/unknown, go to question #5): non biohazard. Did biohazard leak before or after waste line? (If before waste line or unknown, go to question #7. If after waste line, go to question #6): was the waste mixed with decontamination/bleach? (If no, go to question #7. If yes, no further questions required.): was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no, no further questions required.) Physical contact includes: clothing, skin, mucous membrane, inhalation, and non-intact skin.: no.

Manufacturer narrative:
H.6 investigation summary: investigation summary: include all elements under the investigation summary. Scope of issue: the scope of issue is limited to part 662588 and serial #(B)(6). Problem statement: customer reported spray of non-biohazard fluid not contained in the instrument. Manufacturing defect trend: there are no qns related to the reported issue. Date range (date of incident to 12 months back) from (B)(6) 2021 to date (B)(6) 2022. Related qn(s) number: n/a. Device history record (DHR) review: DHR part #662588 serial #(B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Complaint history review: there are three complaints related to the reported complaint. Date range (date of incident to 12 months back) from (B)(6) 2021 to (B)(6) 2022. Related complaint numbers are (B)(4) (this complaint). Returned sample analysis: the complaint sample was not requested to be returned because there was no replaced component. Fse reattached fluidic fittings. Service history review: wo reviewed: (B)(4). Install date: (B)(6) 2022. Defective part number: n/a. Work order notes: work order ID: (B)(4) ( (B)(6)). Comments: with phone assistance from (B)(6), started initialization to verify issue. Leak coming from fitting that had come apart on right hand probe assembly. Re-attach fitting and clean up spillage. Perform initialization x2. No further issues. Issue resolved. Instrument is suitable for use. Labeling /packaging review: (if applicable) n/a. Risk analysis: 0 risk management file part #10000225098ra, revision 01 was reviewed. Hazard(s) identified? Yes. Hazard ID#: 2.2.9. Hazard: exposure to chemicals. Cause: failed fluidic connection. Harmful effects: damage to instrument. Residual severity: 3. Residual probability: 1. Residual risk index: 3. Root cause: 0 based on the investigation result, the root cause was determined to be the fitting came apart. Conclusion: based on the investigation results, complaint was confirmed and the loose fitting was re-attached. System was cleaned and performed reinitialization 2x. Sa, pssa, CAPA, scar reference, (if applicable): _n/a based on the investigation a CAPA is not required.